Manufacturer narrative:
Inspection of the download data confirmed that an 0x3d alarm was generated by the pod during operation, indicating the step sensor was asserted before the wire was driven. Corrosion was observed on the pcb, mechanism rails, and top battery. During fluid path testing, fluid was observed to be leaking from the end of the soft cannula nailhead, indicating an inadequate seal between the soft cannula nailhead and formed needle. Fluid leaking from the unexposed portion of the soft cannula contributed to the 0x3d alarm and was confirmed to be the cause of the reported hazard alarm during operation.

Event description:
It was reported the patients blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. It was reported by the patient that the pod was alarming during operation.